Event description:
The customer reported conflicting results with the ID now covid-19 assay. The customer reported a positive result on a nasal swab with the ID now covid-19 assay performed on (B)(6) 2021. Repeat testing was performed and generated a negative result. A rapid antigen test was performed and generated a negative result. Per the customer, the patient was not symptomatic. Additionally, there was no patient harm due to the test results. There was no impact or delay in treatment due to test results.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided.

Manufacturer narrative:
Additional information: h10: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m166246 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: m166246 , test base part number 190-430 / lot: m166246 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m166246 showed that the complaint rate is (B)(4). A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m166246 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles did not contain data more recent than 17dec21.